Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient experienced group b streptococcus agalactiae bacteremia and group b streptococcal driveline infection. The patient was given an intravenous of vancomycin and ceftazidime. On (B)(6) 2022, the patient underwent incision and drainage. The patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023 due to the infections. The patient was discharged home on (B)(6) 2023 with ceftriaxone taking 1 gram daily for 27 days.

Manufacturer narrative:
Voluntary mw number mw5116479 was received 14apr2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from a medwatch that prophylactic antibiotics were prescribed due to driveline drainage. Blood cultures were positive for group b streptococcus agalactiae. The patient was hospitalized due to fever, decreased appetite and purulent drainage from the driveline exit site. The patient stated that they were not compliant with changing the driveline exit site dressing. Computed tomography (CT) of the chest/abdomen/pelvis revealed cellulitis at the driveline exit site with tracking to where the driveline enters the thoracic cavity. Driveline exit site and sternal wound debridement was done in the operating room. The sternal would and driveline exit site were debrided due to bleeding from the driveline exit site. During the pump exchange, the surgeon noted that the infection involved the heartmate 3 sewing ring that sat on the apex of the left ventricle and found necrotic debris under the sewing ring. The surgery went well. The patient recovered and was discharged. The patient had been followed in clinic with no further signs of infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and bleeding could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists infection and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023. No additional information was provided.